Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data for the period from 13-mar-2019 until 2-jul-2019 showed a slight decrease of pacing impedance from 500 ohms to approx. 450 ohms interrupted by several individual drops under the last value to approx. 250 ohms. The records of rv coil continuity demonstrated a similar declining trend from 450 ohms to approx. 380 ohms with drops under 200 ohms. Furthermore, the provided iegm freeze showed artifacts on the rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approximately 71 months, oversensing which led to repeated charges of the capacitors was reported.